Event description:
It was reported that pump displayed temperature alarms while charging, even though it had not been exposed to extreme temperatures. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump until replacement arrived, and technical support arranged replacement, confirmed shipping address, instructed customer to place problematic pump in storage mode and return it using prepaid label, and advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, which customer understood and acknowledged.